Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose level had no adverse impact. Technical support made multiple attempts to troubleshoot further, however no response was received. No additional product or event information available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.